Event description:
A 2/5 di ICD placed. Two operations. First time replacement - second time wires of ICD off set. Problem with ICD during the time of having it implanted. Shock several times. Swelling and bloated. Diagnosis or reason for use: heart weaken. Control blood flow. Dates of use: 2008